Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that interrogation revealed dashes (---) for several para- meters and the device could not be programmed.